Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient does not flow into machine. Patient details were not found in search list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not flowing into machine, and the current patients could only be found via facility search. A technical support specialist (tss) identified that following a station upgrade, the maintenance service had been disabled. The service was enabled and started, after which the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.